Event description:
A complaint was received on a customer's precision xtra blood glucose monitor. The users family reported that after performing tests, no readings were coming up on the screen. The user was admitted to i.c.u.